Manufacturer narrative:
(B)(4). Batch # u95w38. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. In addition, the trigger was noted to be in midway position. No functional test was performed due the condition of the device. Possible causes for this condition may be inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws that occurred while entering the trocar. The returned condition of the device prevented functional testing to evaluate the reported incident. No conclusion could be reached as to what may have caused the reported incident. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was a clip dislodged from the device and it fell off into the patient. The clip was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.